Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue and the patient had been responding well to intrathecal baclofen (itb) therapy. However, the patient was admitted to the hospital on (B)(6) 2015. A ¿couple¿ days prior to the patient¿s arrival, the patient experienced nausea and vomiting. On arrival to the hospital, the pump pocket site had swelling. The patient was taken to the operating room and the pocket was opened, irrigated, and a culture of fluid from the pocket was taken. Intravenous (IV) antibiotics were then started. Vancomycin and gentamicin were administered preoperatively. Infection was diagnosed on (B)(6) 2015 as the culture of pocket was positive for serratia. A lumbar puncture was done on ¿(B)(6) 2014¿ and the cerebral spinal fluid (csf) was still positive for serratia so it was determined that the infection was still present. The location of the infection was noted as the device pocket, catheter track, and lumbar region. Reportedly, the patient did have meningitis. The pump and catheter were explanted on (B)(6) 2015. The last refill was (B)(6) 2014 at the time of implant. No diagnostic testing or troubleshooting was preformed/required. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. At the time of the report the patient's status was reported as alive-no injury. Hospitalization continued after the explant of pump and catheter and IV antibiotics continued. Per the physician, the patient would be started on oral baclofen, cyproheptadine, and valium. Further follow-up was performed to which it was noted the patient was still hospitalized, stable and still being treated with IV antibiotics and the outcome was reported as ongoing. The products were discarded and were to be replaced in the future. This device system delivered lioresal. Should additional information be received a supplemental report will be filed.